Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was an h-bridge integrated circuit (ic), designator u1, on the analog pcb assembly. U1 was observed to be electrically open from leg 8 to legs 9 and 10. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had a service wrench present on the readiness indicator. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed a partial loss of defibrillator output energy due to a loss of the positive portion of the biphasic output waveform resulting in a monophasic shock. Additionally, the defibrillation outputs were observed to be low (when 360 joules was selected, only 328 joules were delivered).